Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a damaged plug unit, which resulted in the image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced no image during inspection for use. There were no reports of patient harm.